Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's left ventricular lead exhibited loss of capture. The cause of loss of capture was not determined. The lead was extracted and replaced. The patient was stable before, during, and after the procedure.